Event description:
It was reported to boston scientific that at the end of the procedure the physician noticed that he had perforated the bladder. The physician did not observe any mesh inside the bladder. The device was removed and a new sling was placed. A catheter remained in the pt post procedure and the pt was seen by the physician 3 days later, at which time the catheter was removed, no other issues were noted.

Manufacturer narrative:
Since the device was disposed of, device eval will not be performed, and we are not able to determine the relationship between this device and the cause for this event.